Event description:
In 2003 the user facility's spec. Team leader informed the MFR's rep of the following: dr. Aspirated one side, got air. Aspirated other side, got blood. Dr. Wants device returned. Had to place a second device in pt.